Event description:
The catheter was inserted in the left hand in 2005. The site was prepped with alcohol. The catheter was secured with opsite dressing and tape. The catheter was flushed with normal saline using a 3cc syringe. The clinician discovered that the IV came out of the pt's hand and the catheter was missing. X-ray was performed to confirm that the tip of the catheter was in the pt's body. The reporter was unaware if surgical intervention was taken to remove the catheter.